Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during laparoscopic sleeve gastrectomy. The blade did not move forward but was able to fully retract and open off the tissue. To resolve the issue, they opened another handle and reload to complete the case. It was reported that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. If information is provided in the future, a supplemental report will be issued.